Event description:
It was reported that a new ilet user experienced hypoglycemia after lunch, including lows to 61 mg/dl, in the context of disconnecting the pump for approximately an hour for a shower and supply change, consuming rapid-acting carbohydrates, engaging in yard activity after the meal, and later not announcing a subsequent dinner meal; the user also experienced transient hyperglycemia to approximately 200 mg/dl during the disconnection with later correction delivery once reconnected. Symptoms included sweating and lightheadedness. Outcomes included self-treatment with 15 grams of oral glucose and recovery without medical intervention, hospitalization, or use of backup therapy beyond glucose tablets. Investigation included customer interview, review of device use and reports, and troubleshooting and education on treatment of lows, avoiding overtreatment, managing activity, disconnection effects, and the importance of accurate meal announcements. Investigation of this case revealed no device malfunction and indicated expected algorithm behavior with correction after disconnection, with the lows likely related to post-meal activity, treatment stack of rapid carbohydrates, and an unannounced meal contributing to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was use-related, including extended disconnection, activity without adjustment, treatment of hypoglycemia followed by additional glycemic influences, and missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.